Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother experienced bent cannulas on six infusion sets, which lead to high blood glucose, hospitalization, and a heart attack. The patient's blood glucose at the time of incident exceeded 800 mg/dl. No troubleshooting occurred as the caller was busy, and no products were returned or replaced.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with partially broken off piece at the reservoir tube lip. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.